Event description:
The hosp reported that during the endoscopic vein harvesting procedure, co2 embolism occurred in a pt. There was no elevated pc02's so the pt was not acidotic. The pt had bradycardia with the pulse rate of 10 per minute. Vein harvesting procedure was not beyond the sapherfemoral junction. There were no holes or evolusions in the vein. The vein did not require any of a repair. There was a large hole in the subclavian artery created by the dialator for the introduction of the cath. Apparently the cath itself tamponaded the artery so there was no apparent bleeding from there. They did many scans on this pt and they did find the abdomen full of c02 air. They had to perform chest compression to complete the bypass. Co2 gas dissipated very quickly and no further complications occurred. The pt had very good vein and there was no bleeding inside the tunnel. So the entry site is unk, but the only place could have been at the sapherfemoral junction. The pt was fine post operative and the surgery was completed without any further complications.